Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, patient went into cardiac arrest due to asystole. Pcr was performed. Patient recovered and no further support was necessary. Implant procedure was complete and patient was transferred to intensive care unit. Patient is stable.